Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver and smart device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. The root cause was determined to be a low transmitter battery that led to a transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test failed. Share log review show a transmitter error on the issue date. The complaint was confirmed because a transmitter error alert in the cloud data. The reported event of a failed transmitter error was confirmed. The root cause was determined to be a low transmitter battery.